Event description:
A customer in (B)(6) reported a false negative result of an external quality control sample (instand), for an evaluation of intrathecal synthesis in association with the vidas® lyme igg assay (lot 1006637500). Customer results: igg lcr: 0.33, igg serum: 3.49. Instand results: albumine csf : 628.5 mg/l, albumine serum : 40.5 g/l, igg total csf: 100.2 mg/l, igg total serum : 9.8 g/l, index with reiber s formula: 1.02 -> no intrathecal synthesis, index with tibbling s formula: 0.67 -> no intrathecal synthesis. There was no patient involvement as the event pertained to a quality control sample. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a false negative result of an external quality control sample (instand challenge from october 2018- sample 65 l/s), in association with the vidas® lyme igg assay (lot 1006637500). The sample was shipped by instand (a german external quality assessment program) for determination of intrathecal antibody production against borrelia burgdorferi in cerebral spinal fluid (csf). The customer obtained an intrathecal antibody production index respectively at 1.02 (using reiber method) and 0.67 (using tibbing method). According to vidas lyme igg package insert, these values (index < 2) can neither confirm nor exclude intrathecal antibody production. These results were in accordance with those obtained by vidas peer group and liaison xl peer group, but the expected interpretation for instand was presence of intrathecal antibody production. There was no other complaint for the external quality control issue on the vidas lyme igg lot 1006637500/ 190619-0. There was no CAPA nor non-conformity linked to the customer's issue on vidas lyme igg lot 1006637500/ 190619-0. No anomaly was observed during the manufacturing , control and packaging processes on vidas lyme igg lot 1006637500/ 190619-0 the complaints laboratory performed a calibration on 17may2019 on vidas lyme igg batch 1006637500/ 190619-0 using the protocol lygs. The calibration results were within the acceptable ranges and similar to those obtained before the batch release. There was no observation of any evolution over time regarding calibration results for vidas lyme igg batch 1006637500/ 190619-0. According to the customer's feedback, two samples were shipped by instand, one serum and one diluted serum to mimic a cerebral spinal fluid. According to the information provided by the customer, we can consider that this quality control material is not a natural sample and its behavior can be different from the one of patient samples, and qc manufacturing process can affect sample matrix and control results. Furthermore , it is mentioned in the clsi guideline ep14-a3 that processed samples used as qc material (e.g eqa) can have a matrix effect. "Current scientific data suggest that such use of pt/eqa results is not always feasible because of matrix effects. These processed materials us as pt/eqa samples sometimes do not behave like patient samples routinely analyzed in the laboratory. Biases not generally seen with fresh biological fluids, are frequently seen with pt/eqa samples". Vidas lyme igg batch 1006637500 / 190619-0 performed as expected.